Event description:
Boston scientific received information that at the time of a routine pacemaker generator change-out, this lead's distal ring became dislocated from the proximal ring after the lead was inserted into the new device and the set screws were tightened. The lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.